Event description:
It was reported that when the battery was removed, the external pulse generator (epg) "shut down immediately." The patient experienced a drop in blood pressure. The epg was turned back on and set to the appropriate settings and the patient's rhythm was recaptured and the blood pressure increased. The epg use was discontinued. The epg was tested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) evaluation summary: the external pulse generator (epg) was tested. Analysis could not reproduce the failure. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the battery was removed, the external pulse generator (epg) "shut down immediately." The patient experienced a drop in blood pressure. The epg was turned back on and set to the appropriate settings and the patient's rhythm was recaptured and the blood pressure increased. The epg use was discontinued. The epg was tested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: investigation found a damaged case and bracket. The battery clip was also found to be bent. The epg was out of specification, but does not relate to the event. It was also noted that the complaint could not be duplicated by manufacturer¿s instruments service department. Of note, the user can avoid this issue by following the instructions for replacing the battery while the device is powered up as found in the user manual. Further review prompted a change in the device analysis results.